Manufacturer narrative:
The customer reported that they suspect that an mp2 did not alarm. Philips has already done the preliminary investigation and has determined that the patient died. The central station alarm logs were analyzed and show multiple critical alarms for this patient during this time period that were acknowledged (silenced) at the central station or bedside. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).

Event description:
The customer reported that they suspect that an mp2 did not alarm.